Manufacturer narrative:
The investigation for the hemolysis, low pump flow, and thrombus has been completed. Data logs were investigated, and it was confirmed that pump flows were below specification throughout the entire case. There are no purge trends or suction alarms. The placement signal (ps) is trending up gradually throughout the case. While running at p-6 without change - the motor current is unstable. Both the trend of the ps and motor current (mc) abnormality indicate something was disrupting flow. Clinical details report that neither adding blood volume nor repositioning the pump resolved the complication, but a clot was seen on the pump's inlet and there were a several old indwelling lines. Product was not returned for investigation. Based on clinical details provided and data log review, the root cause of the low pump flows was determined to most likely be biomaterial. Data logs were investigated and there were no suction alarms or purge trends. As mentioned above, the placement signal was gradually trending upward throughout the case and the motor current was abnormally variable while running at p-6. Clinical details report that giving blood volume nor repositioning the pump did not resolve the complication. That being said, thrombus was found at the inlet of the pump upon explant and there were several old indwelling lines. The variability in the motor current, lack of purge pressure spike, and slight trend upward of the placement signal over the course of the case, aligns most with gradual biomaterial build up. The root cause of hemolysis was determined to most likely be biomaterial according to clinical details and data log review. The root cause of the thrombus could not be determined without additional details. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support. While on support, the impella rp flex experienced inability to flow >2.9 liters per minute regardless of p-level. Additionally, the patient developed hemolysis. The impella rp flex was explanted due to hemolysis. Upon explant of the impella rp flex, biomaterial/suspected old white clot was visualized in the inlet. The patient survived the explant.